Event description:
It was reported that during a procedure at the user facility the tps handpiece cord caused the handpiece to run without user activation. The procedure was completed successfully. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event was confirmed during the device evaluation. Upon visual inspection, the device was found to have worn wedges. The device was discarded by the manufacturer.